Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user found the ultrasonic transducer surface of the device peeled off when the user was reprocessing it. The user disposed the fragment which peeled off of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based on evaluation performed by the complaint information, omsc confirmed that the ultrasonic transducer surface of the device peeled off. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause has been unknown; however, the following are supposed to be the cause. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing. The instruction manual of the device states the corresponding method in case of an abnormality.